Event description:
It was reported that during implant the physician had difficulty extending the helix. After being explanted the fce noticed a visual anomaly on the lead insulation. The physician elected to implant a different lead which remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.